Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their sensor. The customer states the sensor needle broke off. The customer states that on their second sensor, the needle was bent. Troubleshooting was declined and the customer is returning the sensor and receiving replacement

Manufacturer narrative:
Reliability analysis inspected two opened/used enlite sensors and performed visual inspection. Found one of two sensor needles bent inside the sensor. Inspected the second introducer needle for burrs/hooks and dull needle tip defects, and a needle hook was found. The introducer needle failed per specification. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.